Event description:
Pca pump failed on pt. Pt mso4 basal rate 1 mg/hr -2 mg/15 min prn pca-. At 1930 pca syringe showed 6 cc left. When rn came at 0730 it showed 4 cc left in same syringe. Pump was off. The pt had only received 2 mg for the 12 hour shift. Pt was not in pain.